Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). The physician removed the mandrel and protection sheath from the 3.00x20mm promus element stent delivery system (sds) and the device was introduced into the patient. When the physician intended to place the stent, he noticed that the stent was not visible on the balloon on the cine image. The physician withdrew the sds and checked for stent marks on the balloon and found that the stent had dislodged from the balloon. The stent was found outside the patient on the mandrel as it had dislodged from the balloon when the mandrel and protection sheath were removed from the sds. The procedure was successfully completed with another competitor's device with no patient complications reported.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). The physician removed the mandrel and protection sheath from the 3.00x20mm promus element stent delivery system (sds) and the device was introduced into the patient. When the physician intended to place the stent, he noticed that the stent was not visible on the balloon on the cine image. The physician withdrew the sds and checked for stent marks on the balloon and found that the stent had dislodged from the balloon. The stent was found outside the patient on the mandrel as it had dislodged from the balloon when the mandrel and protection sheath were removed from the sds. The procedure was successfully completed with another competitor's device with no patient complications reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent had dislodged from the balloon and was sitting on the distal end of the device with the distal end of the stent still inside the stent protector. The stent protector and the pigtail mandrel were still in place on the device. This damage is consistent with resistance being met during the removal of the stent from the stent protector causing the stent to stretch as the stent protector was being removed. The struts from the third row in from the distal end of the stent were damaged and severely stretched along its length resulting in the stent resting on the tip of the device. The balloon appeared to be partially inflated with traces of solidified contrast media present inside. The fact that the balloon was partially inflated may have also contributed to the stent having detached from the balloon. From the condition of the balloon it was not possible to see the crimp marks on the balloon. A visual and microscopic examination found that the hypotube had kinked approximately at 290mm, 655mm, and 820mm distal from the catheter's strain relief. Several smaller kinks were noted along the length of the shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).